Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited high capture thresholds. All other electrical parameters were normal. No intervention was performed; the patient would be monitored.